Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant procedure. A lead exhibited loss of capture. The lead was not used and another lead was used. The patient was stable post procedure.

Event description:
New information noted patient information.

Manufacturer narrative:
Analysis was normal. No anomalies were found.